Event description:
It was reported that during pump update, the nurse encountered a ¿08¿ error code on the physician programmer. The error caused the pump to go into stopped pump mode for 3 minutes. The nurse used another programmer to finish the pump refill and they were able to successfully update the pump. The physician programmer with the error code was powered off and turned back on which resolved the error. There were no patient symptoms or interruption in therapy. The medication delivered by the device system was not reported. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID neu_unknown_cath, product type: catheter. (B)(4).